Manufacturer narrative:
(B)(4). The device was returned an devaluated by baxter. The identified system error 322 alarm was confirmed and reproduced during evaluation. Evaluation found the lower link switch to be failing component. The lower auxiliary assembly (including the link switch) replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no patient involvement.